Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation, the belt was unable to complete incoming testing. The root cause for the failure was the electrode belt distribution node (dn) to rear therapy electrode cable was pulled out of the dn. The root cause for damaged cable could not be positively identified. There was no adverse event that resulted from the damaged belt.